Event description:
The patient presented in clinic with symptoms of discomfort from the device pocket. During the follow-up the device was unable to be interrogated with multiple programmers. The device was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Upon receipt, the device was interrogated with a programmer and no communication could be established. The loss of communication was determined to be caused by a depleted battery. Testing indicated that the device was drawing high current, resulting in thermal heating throughout the device. It is believed that arcing occurred in the hybrid during a high voltage (hv) event. Extensive electrical over-stress damage was found on the substrate of the hybrid and due to the extent of the damage, the root cause could not be determined. The reported event of a failure to interrogate could be confirmed.